Event description:
It was reported that a bolus was incorrectly performed. The healthcare provider (hcp) entered 13.587mg/day as the old drug desired dose instead of the 19.850mg/day she wanted. The hcp looked it over and it didn¿t look right, so she cancelled the bolus and did not do one. It was determined that the patient would be slightly underdosed for the while but the hcp was okay with this. The device system was used to deliver fentanyl 670mcg/ml at 360.88mcg/day. The device system was previously used to deliver fentanyl 0.6mg/ml 0.36090mcg/day and bupivacaine 33mg/ml at 19.85mg/day. It was later reported that the patient did not have any symptoms as a result of the event.

Manufacturer narrative:
Concomitant medical products: product ID: 8709, serial# (B)(4),implanted: (B)(6) 2004, product type: catheter product ID: 8578, serial# (B)(4),implanted: (B)(6) 2011, product type: accessory product ID: 8598a, serial# (B)(4),implanted: (B)(6) 2013, product type: catheter product ID: 8840, serial# (B)(4), product type: programmer, physician (B)(4).

Manufacturer narrative:
(B)(4).